Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as hypoglycemia. The customer¿s blood glucose at the time of incident was 57 mg/dl and 400 mg/dl. The current blood glucose level was 400 mg/dl.. The customer was assisted with troubleshooting. The customer was treated with milk and banana and peanut butter for low blood glucose and with injection and insulin pump for high blood glucose levels. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer does not allege insulin pump was over delivering. Customer reports insulin exited. The customer also reported the drive support cap appears normal. The device will not be returned for analysis.